Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had fiber-optic malfunction. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. The fse performed and passed the fiber-optic test. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a.